Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported kink and shaft separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc traveler is currently not commercially available in the united states; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, 90% stenosed, de novo, mid left anterior descending coronary artery, the xience alpine stent was implanted and a 3.0 x 8 mm nc traveler balloon dilatation catheter (bdc) was being advanced inside the guiding catheter without resistance when the bdc shaft kinked and became separated at the kink; the physician did not push forcibly. The nc traveler was removed and a different nc traveler bdc was used successfully to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.